Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was very sensitive to oral baclofen which occurred several years ago along with ¿other things¿ that occurred prior to receiving their pump. The patient had multiple sclerosis which was diagnosed in 1980. Prior to the pump when they did a spinal test trial (tap) in 2014, the patient went home and said it was great her legs were loose; stating she lived 4-5 hours away from the doctor and couldn¿t walk because she was ¿noodly and too loose¿. Per the patient it was a mistake on their part to having the pump put in. When they implanted the pump on (B)(6) 2014 the patient was at the absolute minimum dosage the pump could administer as the patient was sensitive to baclofen. It was further noted that when the pump was implanted on (B)(6) 2014, they kept the patient in overnight because they were having a hard time waking up the patient up. The patient notified their healthcare provider (hcp) on (B)(6) 2015 that they were tired of the pump and wanted it explanted. The pump was turned off on (B)(6) 2015 because the pump was to be removed. The pump started alarming 2 days after around (B)(6) 2015. The pump alarm was not confirmed yet by telemetry. At first the pump alarm was going off every 10 minutes and the patient didn¿t realize it was her pump at first and found it humorous. The reporter was questioning why the pump was alarming. Silencing the alarm or permanently disabling the pump prior to explant was being considered. The pump was to be removed ¿hopefully¿ in (B)(6) 2015. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.